Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited an insulation defect nearby the connection part of the lead. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the proximal conductor of the lead developed a fracture due to flexing while in vivo, the distal conductor of the lead developed a fracture due to flexing while in vivo, the outer insulation of the lead developed a breach due to esc (environmental stress cracking) at the first rib/clavicle location while in vivo and the outer insulation of the lead was observed to have blood ingression. It was noted the full lead was returned with severe explant damage and missing insulations. The analyst commented part of the stylet was stuck and severe explant damage prevented electrical continuity testing. Visual continuity inspection performed for entire conductor length using destructive testing fracture was observed 1 out of 4 and 1 out of 6 filars were fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.